Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to inappropriate therapy. A pacing test showed variances in impedance and thresholds measurements. After explantation a break was noted near the connector.